Manufacturer narrative:
The device history record (DHR) is established based on the serial number sticker on the device package. A serial number was not provided, therefore the DHR could not be reviewed. As part of the manufacturing process, all dhrs are reviewed and approved by quality, prior to release of the product. The manufacturing process of the y-port assembly, tests and inspections were reviewed. They performed leak test following all product specifications. Functional testing and visual inspections are being performed according to the current quality standards and inspection procedures. Although a root cause could not be determined, corrective actions were implemented by installing a new solvent dispenser for a better handling of solvent for the assembly process of the y-port and to improve the structure of the y-port design by eliminating the ¿wing¿ design and replacing it with a ¿no wing¿ design which will increase the surface area of the bond strength for the y-port assembly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubing has a port that can become disconnected when in use. There is no way to secure the port (it is under a luer lock), thus tube feeding solution can end up not infusing into the patient. Once this port becomes disconnected, the pump will continue to pump formula all over the patient and the floor. The nurse has tried to tape the port shut to keep it from spilling, but it does not secure the tubing correctly. There was no patient harm reported.